Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that they were experiencing unexplained high blood glucose and low blood glucose. The high blood glucose reading was 500 mg/ dl. Low blood glucose reading was 30 mg/dl to 40 mg/dl. Low blood glucose treated with food. It was unknown that the auto mode feature was active at the time of incident. Customer declined for troubleshooting. Customer also reported insulin flow block alert. The insulin pump will not be returned for analysis.